Event description:
The reporter stated that the surgeon inserted a az2003v 3 piece silicone lens. The lens haptic ws not positioning. The incision was enlarged to remove the lens. No suture was required. The cause of the haptic not positioning was unknown.